Event description:
Litigation alleges that the asr cup rotated out of position, large psuedotumor, dehiscence, 2/3 of the abductors were detached, metallic debris, protrusion acetabuli, metallosis, dropfoot, weakness, pain, discomfort, scarring, and other pain, emotional and physical suffering.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, the patient was revised to address aseptic loosening, acetabular protusio, pseudotumor secondary to metal on metal reaction, rupture of adductor tendon mechanism and fascial dehiscence. Prior to being revised, patient reports pain. Workup elsewhere reveals a loose cup with acetabular protusio and rotation of the cup into a passive vertical position. Intraoperatively, a cystic mass was opened and there was milky, non-purulent fluid consistent with metal on metal disease. The abductors were repaired. It was confirmed that the acetabular component was loose and had rotated 90 degrees into the base of the acetabulum. Metal on metal metallic debris was found in the posterior acetabular wall as well as on the trunnion. Doi: (B)(6) 2009; dor: (B)(6) 2019 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.